Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the patient came to medical center due to crown loosening and mobility of implant. When checking the implant, doctor noticed that the internal implant hex was damaged and the screw was loose. The implant in dental site 4 was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report . B5: describe event or problem. G4: date received by manufacturer . G7: type of report, follow-up number. H2: follow up type . H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional narrative. One nanotite certain® implant 4 x 13mm (nioss413) was returned for investigation. Visual evaluation of the as returned product identified signs of wear and bone residue around the external threads due to usage. Additionally, the device drive feature was damaged. Functional testing was performed with an applicable device. The devices could not assemble properly due to damaged drive feature on the implant. Pre-existing condition noted on the per was moderate bone density type ii. The devices had been placed on tooth #15 (fdi) for approximately 10 years. X-ray or picture images were not provided. Device history record (DHR) review for the lot (788745) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (788745) for similar events and no other complaint was identified. Therefore, based on the available information, implant malfunction did occur and damaged drive feature was confirmed.